Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited two out-of-range high impedance measurements since (B)(6) 2018. No intervention has been performed and the stable patient will continue to be followed normally.